Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that unstable angina occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 10x4mm, target lesion was located in the severely tortuous and non-calcified left circumflex artery. Following pre-dilatation with a 2x10mm, 3x8mm, and 4x8mm balloon catheters, a 4.00x12mm promus element plus stent was advanced to treat the lesion. However, the stent failed to deploy due to angulations. On that time, the patient was very hemodynamically unstable. The patient also developed unstable angina. Dilatation was performed again and a 3.5mmx24mm non-bsc stent was deployed successfully. The procedure was completed and the patient was discharged one day post-procedure.